Manufacturer narrative:
The customer replaced the architect probe which resolved the issue. There were no additional discrepant results reported on the architect i1000sr, serial number (B)(4) , after the probe was replaced. A review of the architect (B)(4) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect immunoassay systems found all erratic results were below the upper control limit. No trends or similar issues for discrepant results as described in this ticket were identified. A review of historical data for the architect probe associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect i1000sr, serial number (B)(4) , or the architect probe.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: sid (B)(6) and sid (B)(6).

Event description:
The customer reported falsely decreased architect cea results on two patients. Results provided: (B)(6) 2020, sid (B)(6) = less than 0.5 ng/ml; repeat = 73 ng/ml; (B)(6) 2019, sid (B)(6) = less than 0.5 ng/ml, repeated same sample on (B)(6) 2020 = 19.76 ng/ml, previous results on 2nd patient: (B)(6) 2019 = 4.5 ng/ml, (B)(6) 2019 = 7.0 ng/ml. No impact to patient management was reported.